Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device replacement due to normal eri, externalized conductors were observed via cine. No electrical anomalies were present. Patient was asymptomatic. Lead will be monitored.